Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation related to the reported event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2013-01616/-01617/-01618 & 2014-02157).

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further alleges that a revision is recommended. Medical records for the patient indicate elevated cobalt chromium levels. A review of invoice history confirmed the primary surgery date. There has been no reported revision procedure. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports patient underwent a right hip revision on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total hip arthroplasty on (B)(6) 2006. Patient's legal counsel further alleges that a revision is recommended. Medical records for the patient indicate elevated cobalt chromium levels. A review of invoice history confirmed the primary surgery date. There has been no reported revision procedure. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right hip revision on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Additional information provided in patient medical records indicate right hip revision was performed on (B)(6) 2013 due to pain and osteolysis with pseudotumor. The patient's operative report noted cloudy synovial fluid, osteolysis, and infection. All components were removed and replaced with competitor components. Additional information received in patient medical records noted that the patient's blood was tested on (B)(6) 2013.